Event description:
The MFR's rep. Reported that the patient experienced a baclofen overdose the day after implant. The reporter indicated "there is no suggestion that the pump was not working as it should, rather that the pump was improperly set." The patient was admitted to the intensive care unit and the pump was stopped. The patient has since made a full recovery.